Event description:
It was reported that the patient with this pacemaker experienced syncope which may have been related to episodes of rapid ventricular response (rvr) due to atrial arrhythmia. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.